Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, and was diagnosed with diabetic ketoacidosis. The patient remained hospitalized for approximately 6-7 days, with discharge occurring on (B)(6) 2026. Reported symptoms included dry mouth, chest pain, confusion, dizziness, and headache. The patient stated that during the hospitalization, medical staff monitored his blood glucose and made adjustments to his insulin. No further details regarding medical treatment were reported. The patient reported that prior to the medical event, he ¿was not getting the values,¿ which prompted him to replace the pod. This suggests a possible communication issue between the pod and the dexcom g6 continuous glucose monitor (cgm) in use at the time, in which glucose values were not being transmitted to the omnipod system.